Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that the suture, posterior cuff, and posterior needle tip were not returned. The scope of this investigation was limited. Inspection of the device indicated that the anterior cuff miss occurred as evidenced by an anterior cuff remaining in the foot pocket and the anterior needle was undisturbed. During testing, the plunger was reinserted to test the needle trajectory and push mandrel travel and the results were acceptable. The anterior cuff successfully captured the needle during the plunger reinsertion. Based on the successful test of the needle trajectory and testing during manufacturing, the probable root cause for an anterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or the inability to maintain a stable position of the device with respect to the tissue tract. The proglide instructions for use states: while maintaining the device position at 45-degree, deploy needles by pushing on the plunger assembly until the collar of the plunger makes contact with the proximal end of the body. Visually confirm that the collar of the plunger is in contact with the body of the device. In this case, the probable cause for the detected anterior cuff miss was determined to be related to the operational context during use of the device and not a product quality deficiency. No manufacturing or quality issues were detected. A review of the product lot history record did not reveal any nonconforming material records associated with this lot. A query of the complaint-handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency. The needle trajectory of each device is checked twice during manufacturing to assure that all products perform according to specifications. In addition, a quality control audit inspection is performed to verify product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event (date was unknown). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician, trained in the use of the perclose proglide device, attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, the device failed. The method used to achieve hemostasis was not specified. There was no adverse patient sequela reported. Though requested, no additional information was provided.